Event description:
The customer called to report the incubator is reading temps from 36 to 40 degrees. The customer continued to use the incubator despite the out of range temperature (specification is 35 - 39 degrees). The customer claims no samples were compromised.

Manufacturer narrative:
The customer claimed no erroneous results were reported. The customer was instructed to discontinue use of the incubator and order a replacement.